Manufacturer narrative:
Additional information indicated the patient presented for ¿mechanical fall found to be bacteremic,  strep mitis/oralis¿. His hospitalization was complicated by complete heart block (chb), for which he was transferred to intensive care closer monitoring and further work-up. Attempts were made to tranvenous pace, which was unsuccessful. In the intensive care, he hemodynamically stabilized. PICC line was placed, no known negative blood cultures. 3d echo found the thv was present in the aortic position. Echo findings were consistent with peri prosthetic insufficiency and abscess of the aortic prosthesis. The aortic valve peak velocity was 1.89 m/s, the peak gradient was 14.2 mmhg, and the mean gradient was 7.5 mmhg. Based on these parameters there was no stenosis of the aortic valve prosthesis present. Severe aortic valve insufficiency was present. Two paravalvular aortic insufficiency doppler jets were noted, anterior and posteriorly, consistent with significant aortic regurgitation. One jet of aortic regurgitation is continuous with the intervalvular fibrosa, causing leaflet perforation of the anterior mitral leaflet (and severe mitral regurgitation) or aortic root directly into the left atrium. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or <) or late (>60 days) after valve implant. As described in a technical summary written by edwards lifesciences, late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. In early cases of pve, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The endocarditis occurred 8 months post procedure, therefore this event is not considered related to the implant. Based on this information, the event is no longer considered reportable, and the corrected report is being submitted.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported to implant patient registry (ipr), the sapien 3 valve was explanted eight months post placement in the aortic position. It was replaced with a surgical valve. No additional information is available at this time.